Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further troubleshooting has been performed. A lead replacement is planned however has not yet been scheduled. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual and steady increase in shock impedance measurements. The shock impedance measurements became out of range. Boston scientific technical services (ts) discussed the measurements may be due to potential mineral deposits or tissue damage. Troubleshooting options were discussed. No adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual and steady increase in shock impedance measurements. The shock impedance measurements became out of range. Boston scientific technical services (ts) discussed the measurements may be due to potential mineral deposits or tissue damage. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received indicating defibrillation threshold (dft) testing was previously completed due to the observed out of range measurements. Acceptable measurements were observed with the dft. The patient had underwent a routine device change out procedure and out of range measurements were again observed with the new device. No further dft testing was planned at this time. The alert threshold was increased and continued monitoring was discussed. No additional adverse patient effects were reported. Additional information was received detailing that this lead was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes. Patient code 3191 captures the dft testing performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code 3191 captures the dft testing performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating defibrillation threshold (dft) testing was previously completed due to the observed out of range measurements. Acceptable measurements were observed with the dft. The patient had underwent a routine device change out procedure and out of range measurements were again observed with the new device. No further dft testing was planned at this time. The alert threshold was increased and continued monitoring was discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual and steady increase in shock impedance measurements. The shock impedance measurements became out of range. Boston scientific technical services (ts) discussed the measurements may be due to potential mineral deposits or tissue damage. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received indicating defibrillation threshold (dft) testing was previously completed due to the observed out of range measurements. Acceptable measurements were observed with the dft. The patient had underwent a routine device change out procedure and out of range measurements were again observed with the new device. No further dft testing was planned at this time. The alert threshold was increased and continued monitoring was discussed. No additional adverse patient effects were reported. Additional information was received detailing that this lead was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the lead body. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the lead. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Patient code 3191 captures the dft testing performed. If information is provided in the future, a supplemental report will be issued.